Event description:
During an in-clinic follow-up, the device was found to be in backup vvi mode(bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.